Event description:
Insertion aid has became wedged with the small spring and destroys the implant with abutment, therefore, no longer was usable. No other information was reported.

Event description:
Insertion aid has became wedged with the small spring and destroys the implant with abutment, therefore, no longer was usable. No other information was reported.